Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction it was reported that the patient was experiencing heating and pain at pocket that started (B)(6) 2026. Caller said patient turned stim off on (B)(6) 2026 and the heating/pain sensations went away. When asked, patient denied any trauma to the area or medical procedures/imaging prior to when symptoms started. Patient did have a fall on the side opposite of implant on thanksgiving day. Caller said since presenting with these symptoms, a CT scan was done that "didn't show much." Caller also said they checked impedances which were all normal (between 699-1541 ohms). Caller mentioned when they clicked on electrode 0, contact 1 showed 1759 ohms. Caller said an x-ray had not yet been done, but was planned. When asked, caller denied patient making any changes to stim settings prior to onset of symptoms. Patient had been at program 3, 0.9 ma since device was implanted. Caller said during this visit they were able to adjust settings to where patient could comfortably feel stim on program 4. Caller was wondering if therapy should be left on. Agent reviewed potential reasons why patient could have felt pain and heating at the implant site. Agent suggested patient turn stim off right away if symptoms returned while on this new setting and to notify managing health care provider (hcp) as well.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the physician had verbally informed them of this event at the time of the patient's appointment as they were in attendance for programming. The rep noted "the event in question was not related to a battery replacement due to twisting. The patient presented with concerns of discomfort at the battery site. These concerns were addressed during the visit on january 16th, 2026, and resolved after reprogramming. The patient has not reported any further issues since that time. Given the patient¿s history of manipulating (twiddling) the device, this was initially considered as a possible contributing factor. However, there was no indication that twiddling or twisting occurred during the january 16th visit. The appointment was precautionary in nature to evaluate the device and address the patient¿s concerns, which were successfully resolved with programming adjustments." The issue was reported as being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). The hcp saw the patient for follow up. They did not rule out that the fall could have affected the ins but the cause was unknown. X-rays were normal. Patient and rep switched the program they were on in-office. Since their program change, the patient has not had any overheating issues.